Manufacturer narrative:
Crushing the pad is abuse of the product and a violation of the warnings and instructions provided. Pad was damaged by an outside source which is abuse of the product. There were no reports of injury or property damage with this incident.

Event description:
Consumer claims the 2 hr shut-off on his heating pad does not work and that the controller is melted. No property damage or injury was not reported with this incident.